Event description:
A (B)(6) male pt contacted zoll customer support to report that his device would not power up or respond. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was drawing excessive current and would not power up. The cause for the failure was isolated to a damaged high-voltage capacitor c20. C20 was detached from the defibrillator board, shorting and thermally damaging multiple components on the c/a board. The root cause for the broken c20 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon receipt, the electrode belt would not communicate with a monitor and failed the current, fall-off and te recognition tests. The cause for the test failures and disruption in communication was a defective esd700 (6 line esd protection diode array) component in the electrode belt distribution node. The esd700 was internally shorted. The shorted component caused the belt to fail the current, fall-off and te recognition tests. Component esd700 was internally shorted. The root cause for the defective component cannot be positively determined, but the damage likely resulted from the damage to the monitor. No adverse event resulted from the defective monitor and electrode belt. The pt was issued a replacement electrode belt and monitor. Device manufacture date: monitor, sn (B)(4): 03/2012; electrode belt, sn (B)(4): 06/2013.